Event description:
The customer contact reported no flow. The soluset was being used to deliver 1000ml of lactated ringer's solution. It was reported that after an unspecified length of time in use, the solution would not flow. The therapy was resumed using an unspecified tubing set. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.